Event description:
It was reported the telescope had a broken fiber. The issue occurred at the end of a therapeutic transurethral resection of the prostate. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d9, e2, e3, g2 select health professional, h4, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be the application of excessive force to the distal end of the affected device as a result of a blow or a fall to the device. Olympus will continue to monitor field performance for this device.